Manufacturer narrative:
Concomitant medical products: product ID: 6935 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks from their implantable cardioverter defibrillator (ICD) for possible af (atrial fibrillation) with rvr (rapid ventricular response) as there was an atrial arrhythmia in progress at the time of therapy. The device detected the arrhythmias as ventricular fibrillation (vf). It was noted that the patient was out of their antiarrhythmic medication at the time of the shocks received. The ICD remains in use. No further patient complications have been reported as a result of this event.